Event description:
The reporter stated that the solvent connection between the arterial pressure tubing and the stopcock has become unfixed. No patient injury or treatment associated with this event. This was reported to medex medical.